Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified on the prox rca with 99% stenosis and a 4.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of three overlapping taxus stents (3.0 x 32, 3.0 x 32, 3.5 x 24 mm) extending from the proximal to distal rca. Target lesion 2 was identified in the prox lad with 80% stenosis and a 3.5 mm reference vessel diameter. Residual stenosis was 0% following post-dilatation. Target lesion 2 was treated with predilatation and placement of a 3.0 x 32 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt presented five months later with recurrent unstable angina unrelieved by sublingual nitrates. Cardiac catheterization revealed: lmca - 20-30% ostial stenosis, lad - 40% proximal stenosis in the unstented segment, 0-10% stenosis in the entire stented segment, 20% stenosis after the septal perforator and after the stented segment, lcx - 30% proximal stenosis of the ramus, rca - 40-50% ostial stenosis, 40% proximal stenosis before the stented segment, patent stent, 20-25% mid/distal stenosis, 60-70% ostial pda stenosis, 75% mid pda stenosis, svg to diag - patent, 30-35% proximal graft stenosis at the insertion site, 80% stenosis of the diag, lvef = 45%. "Primary stenting was done to the diagonal and the distal segment of the graft as it inserted in with a 2.5 x 12 mm taxus stent." Residual stenosis was 0%. Next, a 2.5 x 16 mm taxus stent was attempted to be placed in the mid pda but would not pass through the stent struts. Therefore, angioplasty was performed with 20% residual stenosis. The 2.5 x 16 mm taxus stent was again attempted to be placed but would not pass any further into the proximal pda. It was noted to have some stent strut damage and a second 2.5 x 16 taxus stent was used and again would not pass any further distally. Eventually, the 2.5 x 16 mm taxus stent was able to be passed into the proximal pda covering the ostial lesion adequately with 0% residual stenosis. There was some plaque shift into the posterior left ventricular branch but resolved to 40-50% after intracoronary nitroglycerin. The pt was discharged home two days later on plavix and asa. In the opinion of the physician, the relationship of the event to the taxus stents is "not related."

Event description:
Same case of MFR# 6000089-2004-01458, 01460, 01461; 6000093-2004-01436, 01434. Clinical study. It was reported that 150 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed in the left anterior descending (lad) artery and the right coronary artery (rca).